Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (3500 mcg/ml at 1305 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was an in-patient at a hospital showing symptoms of return to spasticity. It was noted the pump was not alarming and there were no events in the logs, but the patient appeared to "not be receiving the full baclofen dose." The patient was prescribed oral baclofen and was being treated for baclofen withdrawal. A catheter aspiration and dye study was performed and the doctor was able to easily aspirate 3ml of clear fluid. It was noted "the pump and catheter system is working properly." The issue was not considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that it seemed "that baclofen withdrawal is not the reason for the patient's symptoms of increased spasticity and psychological impairment." It was noted the patient's spasticity was under control and had returned to baseline. The reason for the onset of the symptoms was still unknown. The issue was considered resolved. No further complications were reported.